Manufacturer narrative:
Concomitant medical products: 680r32 heart ring, implanted: (B)(6) 2011; 694765 lead, implanted: (B)(6) 2004; 4086 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.